Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6001258 have already been previously tested in the complaint (B)(4) on 15/feb/2024. Test results: the reference samples were visually inspected. All test results were within specifications as per the test report database (B)(4). Device history record (DHR) review: the lot 6001258 was manufactured according to the wi version 45 manufactured in the multivac 12, on 09/may/2023, with a total of (B)(4) units. Glue tubing device history record (DHR) review: the lot 3d04917 was manufactured according to the wi 4905245 version 26 manufactured in the line sc1, on 09/may/2023, with a total of (B)(4) units. The lot 3d04918 was manufactured according to the wi 4905245 version 26 manufactured in the line sc1, on 09/may/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded. Trending: a query was run in database on 29/apr/2025 against malfunction code introducer needle found fractured/broken upon removal from infusion site after normal use and lot 6001258 and no other complaint has been registered in database for the same lot 6001258 and malfunction code. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production, related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an event on (B)(6) 2025 where needle was attached to set. The site was butt or hips and infusion set was inserted for one and half to two days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The reference samples for the lot 6001258 have already been previously tested in the (B)(4) on 15/feb/2024. Test results: the reference samples were visually inspected. All test results were within specifications as per the test report database (B)(4) complaint test report. Device history record (DHR) review: the lot 6001258 was manufactured according to the work instruction (wi) version 45 manufactured in the multivac 12, on 09/may/2023, with a total of (B)(4) units. Glue tubing DHR review: the lot 3d04917 was manufactured according to the wi version 26 manufactured in the line sc1, on 09/may/2023, with a total of (B)(4) units. The lot 3d04918 was manufactured according to the wi version 26 manufactured in the line sc1, on 09/may/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 29/apr/2025 against malfunction code introducer needle found fractured/broken upon removal from infusion site after normal use and lot 6001258 and no other complaint have been registered in database for the same lot 6001258 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.